Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 22.2 mmol/l (400 mg/dl) after approximately 5-24 hours of pod wear on the abdomen, with readings displayed as ¿high¿ on the omnipod system. The patient did not confirm blood glucose values using a backup blood glucose meter. It was further reported that approximately 50 units of insulin had been administered through bolus doses; however, blood glucose levels remained elevated. The patient removed the pod after approximately 10 hours of wear, at which time the cannula was observed to be bent. A new pod was applied, and the patient successfully resumed therapy. The patient further reported experiencing double vision several days following the incident on (B)(6) 2026, which prompted him to seek medical attention. Medical evaluation reportedly included imaging and blood pressure measurements. According to the patient, healthcare providers indicated that the symptoms could be related to elevated blood glucose levels and were expected to be temporary. No treatment or medical intervention was reported to have been provided during the medical visit, which lasted approximately 30 minutes. Based on the information available, this event is being reported as a malfunction, as it does not meet the definition of an adverse event or serious injury.